Manufacturer narrative:
(B)(4). Method: the complaint infant warmer head and control panel was received and serviced at our fisher & paykel healthcare service centre in irvine, california, where it was inspected by a trained service technician. Therefore our investigation is based on the service report and photographs provided by the service centre, previous investigations of similar complaints and our knowledge of the product. Results: visual inspection of the photographs revealed multiple cracks on the upper head case as well as crazing in this area. Photographs of the control panel fascia revealed damage to the embossed button due to crazing and cracking. Chipped plastic was also observed on the corners of the control panel. The column cap top was found to have crazing at the screw connection. The red band of the heating element was also found to be cracked. Conclusion: it is likely that the plastic chipping and crazing observed on the upper warmer head casing, control panel and column cap top are related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use a chemical reaction with the incompatible cleaning solution results in gradual crazing and cracking of the heater head. We note that the subject warmer was manufactured in 2007 and is thus around 8 years old. At this age, it is reasonable to expect wear and tear. The infant warmer service manual features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, gluteraldehyde or cleaning products with a greater than 30% alcohol base"; "caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces." We have since revised our cleaning instructions to recommend specific proprietary cleaning wipes. The iw910 mobile infant warmer head case, control panel, fascia panel, lower cap column , harness kit and heating element were replaced and the unit was returned to the customer after passing the electrical safety and functional test. Device repaired and returned to customer.

Event description:
A hospital in (B)(6) reported that the head casing and control panel of an (B)(4) mobile infant warmer was cracked and damaged. Servicing of the unit was requested. No patient consequence was reported.